Manufacturer narrative:
Reference medwatch 2032227-2014-17654 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 469 mg/dl. The customer was experiencing numbness in his hands and pain in his chest. He was administered insulin shots. The customer was wearing his insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.